Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 8800 system would not power up. No pt injury was reported.